Manufacturer narrative:
The field service engineer (fse) checked the instrument operation that was acceptable. The performance and precision testing were acceptable. The customer performed acceptable calibration and qc. The investigation determined that based on the provided qc data the qc initially failed but the repeat qc was acceptable on the day of the event. The provided alarm trace contained an abnormal sample aspiration alarm. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for 1 patient tested for on a cobas 6000 e 601 module. The initial estradiol result was 5 pg/ml with a data flag and was reported outside of the laboratory. The repeat estradiol result was 33 pgml and was deemed to be correct. There was no adverse event. The customer was not using the rack adapters. The estradiol reagent lot number was 35956400 with an expiration date of 30-sep-2019.